Event description:
Boston scientific was notified that the gdc-4 10 regular coil was broken inside of the excelsior 1018 2-tip micro-catheter. The device was being used to treat a carotid cavemous fistula.